Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No x-ray films have been provided that confirm alleged event. Labeling: warnings, cautions and precautions: "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." Potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Patient education: "...the patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
On (B)(6) 2016, patient underwent an extreme lateral interbody corpectomy on l3 level. During a follow-up on (B)(6) 2018, it was identified the upper plate had detached from the core and the end plate subsided and broke. A revision procedure will be performed.